Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (will not charge) has been confirmed. As received, the battery would not charge when placed in the charger, but did power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) old male pt contacted zoll customer support to report battery pack sn (B)(4) was not charging. The pt was issued a replacement battery pack.